Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure on (B)(6) 2019. The physician made multiple attempts to place the left ventricular lead into the appropriate vein with wires of varying rigidity. However, as the physician made a new attempt with another wire, the guide wire would no longer pass through the lumen of the left ventricular lead. The left ventricular lead was not used and was replaced. The patient was stable post procedure.